Event description:
Boston scientific crm received information that the competitor's transvenous right atrial (ra) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) had begun to exhibit >2,000 ohms pace impedance in daily measurements. Impedance measurements ranged from 447 ohms to >2000 ohms then back down to 777 ohms. Intermittent noise was noted, but could not be reproduced. The patient was noted as in atrial fibrillation. The attending health care provider suspected a lead issue was becoming apparent. There were no reported adverse patient symptoms associated with this clinical observation.

Manufacturer narrative:
The ra lead's performance was going to continue to be monitored. No revision procedure was planned at this time. There was no allegation against the crt-d at this time. If new information becomes available, this report will be further evaluated and updated.